Event description:
It was reported for an advanced eval trial when connecting the lead to the percutaneous extension, the caller stated the boot was not used. This was realized after completing the case. Caller wanted to know if any issues would occur. Discussed possible fluid in connector. It was reported the patient was returned to surgery and the boot was placed appropriately. There were no symptoms related to the event. It was stated the patient was receiving appropriate stimulation during her advanced evaluation.

Manufacturer narrative:
Concomitant medical products: product ID 3889blue_lead, lot# unknown. Product type: lead: product ID neu_unknown_ext, serial# unknown. Product type: extension: product ID neu_stimboot_acc, serial# unknown. Product type: accessory. (B)(4).